Event description:
The customer reported the connection at the hub of the standard set came off during patient use. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.